Event description:
The facility rep reported a fail code 812:02. Information was not provided regarding whether or not the failure occured during a patient infusion. Although co attempted to obtain information, details were not available regarding additional contact information. The hospital rep stated that there were no reports of patient injury or medical intervention. No additional information is available.